Event description:
It was reported that a patient underwent a cervical laminoplasty on an unknown date (operative levels unknown). Post-operative paralysis persisted and a revision surgery to remove the plate was performed along with nerve root decompression. An additional revision surgery was scheduled to implant another plate. According to the report, "the surgeon considered that paralysis was unrelated" to the plate system.

Manufacturer narrative:
(B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.